Manufacturer narrative:
H11: the device was not received for evaluation. The device was not evaluated on site by a qualified technician because this event is associated with a user error, with no other performance issue. The operator accidentally programmed the patient fluid removal rate (pfr) as the flow rate prescribed for the pre blood pump (pbp). The prescribed treatment parameters must be verified and confirmed in the treatment overview prior to starting treatment indicating that the error was confirmed by the operator. As per prismax operator¿s manual, the review step displays the prescription for final review and requires approval before proceeding to the connect patient step. So the operator has to view and confirm the prescription before connecting the patient and starting treatment. However, the user followed the prescribed pbp setting, which unfortunately was incorrect. A safety alert, fa-2020-064, was issued in january 2021 to all prismax customers instructing the customers to verify that that the correct settings were set and informing that the incorrect setting could lead to excessive fluid removal and hypotension. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 2 hours of continuous veno-venous hemodiafiltration (cvvhdf) therapy using a prismax machine, it was identified that the operator accidentally programmed the patient fluid removal rate (pfr) as the flow rate prescribed for the pre blood pump (pbp). An excessive fluid removal of 3500 ml was reported. No symptom was reported however, a medical intervention consisted of 500 ml albumin 5% and thrombocyte transfusion. No additional information is available.